Manufacturer narrative:
Email address- (B)(6).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler/ cycler set and the adverse event of cloudy pd effluent, abdominal pain with radiation, and subsequent diagnosis of peritonitis requiring antibiotic treatment. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler/cycler set. Additionally, there is no allegation, of a device malfunction or leak with the cycler set reported for this event. The cause of the peritonitis is unknown, however, serratia marcescens is an opportunistic pathogen known to be found in shower stalls, toilets and catheters often resulting in poor patient outcomes and removal of pd catheters with transition to hd therapy. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and during the call the pdrn reported that the patient had been admitted into the hospital on (B)(6) 2019. The pdrn was unsure but thought that the hospitalization was due to peritonitis. Upon follow up, the pdrn stated that the patient called the dialysis clinic on (B)(6) 2019 to report cloudy pd effluent and abdominal pain in the area of his pd catheter (not a fresenius product) that radiated to his left shoulder during dialysate fill while on the liberty select cycler and as well with attempted manual fill. The pdrn also stated that after the fill, the patient was unable to drain. The patient was instructed by his nephrologist to go to the emergency department (ed). However, on (B)(6) 2019, the patient reportedly did not go to the ed because of a developed bowel issue and the patient did not want to leave the house. Subsequently, the patient went to the ed on (B)(6) 2019 where he was admitted for suspected peritonitis. A sample of pd effluent was collected for culture and white cell count and the patient was prophylactically treated with antibiotic therapy (dose, frequency, route, and duration are not available). Additionally, the patient underwent abdominal imaging due to concerns for catheter migration. On (B)(6) 2019, culture results returned positive for serratia marcescens and white cell count returned at 15,500 mm3. The patient¿s pd catheter was removed, and the patient was transitioned to hemodialysis (hd). The pdrn stated that the cause of the patient¿s serratia marcescens peritonitis is unknown, however, the pdrn did not have access to the patient¿s in-patient hospital record. The patient remains hospitalized and continues to complete antibiotic therapy.